Manufacturer narrative:
The device referenced in this report has been discarded by the user facility and will not be returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined; however, user handling should not be ruled out as a contributing factor. The instruction manual contains warning and caution statements in an effort to prevent patient injury. "Use the thunderbeat instrument properly. Improper use may cause the probe tip to fall off inside the body cavity, premature wear, partial separating, deformation, breakage, patient and/or operator injury, malfunction of the cardiac pacemaker, burns of the surgeon, surgical staff and/or patient, electric shock, abnormal output or malfunction, perforation, bleeding, postoperative bleeding, tissue damage and infection to the surgeon, surgical staff and/or patient."

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysteroscopy procedure, the surgeon damaged the patient's ureter. As a result, a double j stent was placed inside the patient's ureter. The patient is reportedly doing well. Additionally, there was no malfunction that occurred with the reported thunderbeat hand piece. The procedure was completed using the same device. The device was discarded and will not be returned to olympus for evaluation. No additional information was provided.